Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of back pain ("lower back pain all the time") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), ovulation pain ("pain during ovulation"), fatigue ("I was exhausted all time/ adrenal fatigue") and skin discolouration ("I didnt know brown spots were from essure I developed a huge one right in the middle of my forehead after my 'inplant'"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, dysmenorrhoea, ovulation pain and fatigue outcome was unknown and the skin discolouration was resolving. The reporter considered back pain, dysmenorrhoea, fatigue, ovulation pain and skin discolouration to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: back pain, fatigue, skin discolouration, ovulation pain, dysmenorrhoea." Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain all the time") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), ovulation pain ("pain during ovulation"), fatigue ("I was exhausted all time/ adrenal fatigue") and skin discolouration ("I didnt know brown spots were from essure I developed a huge one right in the middle of my forehead after my implant"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, dysmenorrhoea, ovulation pain and fatigue outcome was unknown and the skin discolouration was resolving. The reporter considered back pain, dysmenorrhoea, fatigue, ovulation pain and skin discolouration to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: back pain, fatigue, skin discolouration, ovulation pain, dysmenorrhoea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of pqs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.